Event description:
It was reported that the patient had a loss of pain relief. Upon interrogation, the lead revealed multiple electrodes with impedances out of range. Despite reprogramming with available electrode combinations, pain relief was not obtained. A new lead and stimulator were implanted; the old system was removed. Stimulation and pain relief were restored.

Event description:
It was reported that there was breakage of the lead.

Manufacturer narrative:
Product ID 3998, lot # b0734321k, product type lead; product ID 3550-29, product type accessory; product ID 37082-40, serial # (B)(4), product type extension.

Manufacturer narrative:
(B)(4): final device analysis for the lead revealed no significant anomalies. The lead body was cut through. Final device analysis for the stimulator revealed no significant anomalies. The battery had reduced capacity due to overdischarge. Final device analysis for the extension revealed no anomaly. Final device analysis for the plug revealed no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3889, serial# unknown. Product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.